Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the physician reviewed the study and found that patient had strictures and capsule was stuck in small bowel. There was no reported patient outcome.